Manufacturer narrative:
The replaced parts have been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. Evaluation of the received device logs confirms the reported alarms. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the internal leakage, pressure transducer and safety valve test since the safety valve was open, when it was expected to be closed. The ocular inspection of the pc-board found two capacitor that was not solder to the printed circuit board. The capacitors is part of the electronics for safety valve function. The conclusion is that the unsoldered capacitors was the cause of the reported issue.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator generated low expiratory minute volume and inspiratory flow overrange alarms. There was no patient injury. (B)(4).